Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analysis found no anomalies. However, the helix/lobe was distorted/bent, there was blood on the helix/lobe mechanism and visual analysis noted apparent explant damage.

Event description:
It was reported that there was positioning difficulty with the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.